Manufacturer narrative:
This report is submitted on 15 september 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2020, re-implantation is planned but has not taken place as of the date of this report.

Event description:
Per the clinic, the patient developed an infection and experienced pain and drainage at the implant site, due to recurrent cholesteatoma. The patient was treated with oral and topical antibiotics (duration and specific date not reported). Explant is planned but has not taken place at the time of this report.